Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that the insulin pump received motor error alarm and low battery alarm. The customer's blood glucose level was unknown. The insulin pump powered off. The customer received no power and insulin pump would not power back on. The customer will return insulin pump for analysis.